Event description:
It was reported that during a peripheral cryoplasty treatment procedure, a balloon rupture occurred. The greater than 50% stenosed lesion was located in the severely tortuous and moderately calcified superficial femoral artery. The (B)(4) polarcath balloon was noted to have been punctured on the sixth inflation. The device could not be inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as okay.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6) 2011. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).